Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call indicating that a customer was hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 1 am with a blood glucose level of 751 mg/dl. The nurse wanted to make sure if the customer's insulin pump was functioning correctly but the nurse could not touch the customer's insulin pump. The nurse was not the customer's nurse. The caller was calling for the customer's actual nurse. The nurse did not troubleshoot the issue. The nurse did not return the product back for analysis.